Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with unknown mentor gel breast implant has experienced postoperative bilateral large and ptotic breasts, along with right-sided rupture and capsular contracture, baker grade unknown, discovered during explantation surgery on (B)(6) 2019. The patient underwent explantation without replacement. This medwatch report is for the left-sided implant. Refer to manufacturer report number 1645337-2019-25825 for report on the contralateral device.